Event description:
The MFR received info alleging a ventilator would not power on. There was no harm or injury reported. The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.

Manufacturer narrative:
The MFR has completed the investigation for a ventilator that allegedly would not power on. The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's system pca was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a power issue with the system board. The system board was returned to the quality assurance laboratory for further investigation.the root cause was found to be consistent with program corruption of the u3 flash on the system board.